Event description:
The customer reported their lock is not functioning. There was no report pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.